Manufacturer narrative:
The unit had a button error alarm and no button response due to corroded keypad traces. The unit had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm that they could not clear due to unresponsive buttons. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 71 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.